Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the single occurrence of system fault 101. Based on all available evidence and complaint investigations of a similar nature, the reported system fault 101 was most likely due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement at device start-up. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer informed resmed that the device was still operational at time of the report. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement at device start-up. There was no patient injury reported as a result of this incident.